Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that shield failure occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "received call from laboratory director. She stated her phlebotomist had 3 separate occasions where the safety shield completely detached from the product when trying to lock needle yesterday (B)(6) 2019. Details confirmed include no needle stick injuries, no blood exposure, no samples available, no serious injury and no medical intervention. Phlebotomist was using the bed surface and thumb to activate safety locking feature." 3 occurrences were reported to have occurred on (B)(6) 2019.